Event description:
It was reported that the patient underwent a one-level plif at l4/5 with filum section to untether the "cord" using rhbmp-2/acs, peek vertebral body spacers and autograft supplemented with posterior fixation instrumentation. The patient reportedly developed a large mass posterior to the device. Approx four months post-op, the patient began complaining of increased pain. A surgical intervention was performed on approx six months post-op to remove extra bone and decompress the neural elements. The patient's symptoms have reportedly improved and/or resolved post-intervention.

Manufacturer narrative:
Products from multiple mfrs were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. MRI images taken 08/2007 and CT images the following month, were reviewed, which confirmed the presence of small masses posterior to and communicating with the interbody devices. The masses do appear to be bone. The cause of the bone formation cannot be determined from these images, and no product or tissue were returned for analysis. Therefore, we are unable to determine the definitive cause of the reported event.